Event description:
Complaint reported as: during a surgery, a fire resulted from a spark which was generated from a surgical device. Other than the mask, there were several other pieces of equipment involved. Due to concentration of oxygen in the surgical area, the fire caused burning around pt's neck and shoulder. The incident was not fatal, but the extent of the burns was not reported. Several attempts to acquire more detailed info have been made without success.

Manufacturer narrative:
Sample has been requested, but not received. Further info has also been requested. Should product and add'l info be received, a complete investigation follow up report will be sent.